Event description:
Customer care received a therapy shock delivered notification. Customer care was unable to reach the patient and called the emergency contact. Patient's emergency contact stated that they had not heard from the patient, but would head over to the patient's home. Customer care then called the local dispatching office and the patient's emergency contact confirmed that the dispatchers are on their way to the patient now. Patient's emergency contact called back and reported that the patient suffered a "massive heart attack" and expired on (B)(6) 2023 . Patient was wearing the wcd system during the time of the death. MDR filed due to reported patient death. Wcd role in patient death is pending evaluation of to-be-returned device.

Manufacturer narrative:
The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection due to cable cut. Additional testing of therapy cable could not be performed and has been assigned for scrap. Device event log was reviewed and the event log indicated that the patient was wearing the wcd system during the asystole episode. Evaluation of the returned system confirmed no issue with device performance. However, the wcd is not indicated for the treatment of asystole.

Event description:
Initial filing of this manufacturer report mistakenly identified the filing type as a product problem when patient death was included in the event details. This supplement is filed to amend the filing type to adverse event - death. Subsequent complaint investigation findings determined that the patient expired due to asystole, which is not treatable by the device.